Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported a button error alarm from the insulin pump which she had been unable to clear at that time. The customer was advised to remove the battery. The customer reported that she was doing gardening and the insulin pump was on her skin. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, intermittent button response due to moisture damage keypad trace noted. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip, and missing end cap sticker.